Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# l83936, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# l83936, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51,serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was later reported patient was implanted in 2000 with a deep brain stimulator and the lead broke prior to the system being turned on. It was noted that the lead was still implanted from this 2000 system. Patient never had therapeutic effect. Patient had essential tremor symptom. The event or symptoms had occurred following the implant. Patient stated "two products failed on me.&#63520;it was noted that the patient&#62688;head had been hurting for 3.5 months prior to (B)(6) 2014. " the patient stated "she did not know if she had a concussion or a fractured skull". They could not find anything wrong." A computed tomography (CT) scan had already been done. It was noted that the tremors were bad at the time of the implants and the tremors were absolutely horrible now. The patient could not even button his shirt. The patient did not know if the broken lead that was still implanted had "migrated". It was noted that both leads broke in the same place, in the same amount of time. Device was never turned on and the patient never saw an ounce of benefit. It was further noted that before the ins was implanted the lead was connected to a battery source and the patient stated &#62048;got to see how well it worked&#63489;nd was able to hold a glass of water without spilling. It was noted that the deep brain stimulator was giving the patient a little trouble in the neck where it was broke and it had just started giving the patient some pain there. Patient was inquiring about a brain MRI and was wondering if they should have the lead removed in order to have the MRI.

Event description:
Additional information received reported therapy was to control tremor. Patient diagnosis associated with the event was severe tremor. It was later reported that the patient had deep brain stimulator in 2000 and the lead broke before the appointment to turn the device on. The patient had decided to live with the tremors. Patient now needed an MRI for another problem. Information was previously reported in manufacturer¿s report number: 2182207-2008-01953, any additional information received will be reported under this manufacturer¿s report number going forward.